Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope was damaged, which may affect the function of the device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the image flickers intermittently and then turns black. This report is to capture the reportable malfunction of the display image, which was intermittently flickering and then black at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the scope had a severe channel leak and was unable to seal; the distal end plastic cover had cracks, with multiple deep scratches and a chip; the bending section cover glue was lifted and peeled; the light guide lens had scratches; the camera switch was not working; the bending section had a large dent and was flat; the insertion tube was dented; the light guide tube was dented; and the scope connector had corrosion and rust. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Please disregard selections made in e2/e3 on this report as they were inadvertently selected and cannot be removed. These fields should be left blank. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4/g2 as information was inadvertently missed on the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely fluid invaded the scope connector and the fluid invasion may have caused an abnormality in the electrical components and resulted in the image flickering intermittently. Since the insertion section had a dent, the image sensor unit and/or its cable may have been damaged as well, which could also result in the image flickering intermittently. However, a definitive root cause could not be determined. The following information from the instructions for use (IFU) pertains to this event: "important information ¿ please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.